Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient presented with signs of an infected incision site which was diagnosed as a deep incisional infection; positive for (B)(6). As part of treatment for the infection, the rns neurostimulator and strip lead were explanted and antibiotics were administered.